Event description:
It was reported that the insulin pump was not delivering insulin properly causing the customer to have high blood glucose levels and nausea. Troubleshooting was performed and the programming on the pump was correct. No alarms were found in the history.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.